Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Device test failed not confirmed. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 19-oct-2024 in the pump history file. 10/19/2024 00:50:50.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 10/19/2024 01:57:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) 10/19/2024 04:10:06.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 10/19/2024 05:12:49.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 10/19/2024 06:50:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) 10/19/2024 07:46:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 19000 (1.9 u) bolusamountdelivered: 19000 (1.9 u) please see below for the daily total of all insulin delivered on the event date 19-oct-2024 in the pump history file. 10/20/2024 00:00:00.000 dailytotals (60) dailytotalcollectionstarttime: 10/19/2024 00:00:00.000 dailytotalofallinsulindelivered: 265250 (26.525 u) dailytotalofbasalinsulindelivered: 147250 (14.725 u) dailytotalofbolusinsulindelivered: 118000 (11.8 u) there were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 19-oct-2024 in the pump history file. 10/19/2024 14:47:11.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-oct-2024 in the pump history file. 10/14/2024 08:43:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 10/14/2024 09:05:54.000 batteryremoved (55) 10/14/2024 09:05:54.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/14/2024 09:06:17.000 batteryinserted (44) 10/17/2024 15:21:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 10/17/2024 15:38:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) earliest power data available per the power management tool/detail trace file is on 11/3/2024 3:38:57 pm. There was no power data available for the date of 10/14/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lowbatteryalert (104) unknown. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly. The customer reported blood glucose value of 450 mg/dl. The customer reported was treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) mmt-1812. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.